Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into two segments at 12 cm distal to the is-1 connector pin. Both segments were received for analysis. The inspection revealed abrasion marks at several positions of the lead segments. In particular, the insulation was found damaged as a result of wear at the distal lead fragment. These insulation damages can be considered as the root cause for the observed noise, as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 20 months after the implantation, loss of capture was seen via home monitoring. During a follow up, oversensing in right ventricular and far field channels were noted. The lead was explanted and replaced and has been returned for analysis. No adverse patient side effects were reported.